Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo catch gold 10mm specimen pouch intl opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that the bag was torn and detached prematurely . The visual inspection of the device demonstrated a tear at the bottom of the bag. The plunger and ring advanced and retracted without difficulty. Visual testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the torn bag, the reported condition was confirmed. Replication of the observed condition may occur if the bag is contacted with a sharp object during the application, or if the bag is caught on an obstruction during insertion or removal. Based on the product analysis, the failure was confirmed to be attributed to the reported event. A review of the current historical complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, the endo catch tore at pull to close, a new one had to be used. No patient injured.

Manufacturer narrative:
Device packaging is not available in order to determine the UDI.

Event description:
Additional information received from the account: procedure was an adnexectomy. The bag torn along the seam and detached prematurely from the ring. Nothing fell into the patient.